Event description:
It was reported the pump alarmed check syringe flange sensor. No further details provided. No patient injury.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0182305 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it. Rgn